Event description:
It was reported to boston scientific corporation that during a sacrospinous ligament fixation procedure on (B)(6), 2012 using a capio open access suture capturing device, the needle from the polypro suture detached inside the patient. The physician left the detached needle inside the patient and completed the procedure using another polypro suture. There were no complications to the patient, who is reportedly over 18 years of age and was stable at the conclusion of the procedure.

Manufacturer narrative:
.